Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o-ring, broken battery tube threads.

Event description:
The customer reported via phone call that their reservoir was chipped off at the top. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.